Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device was not returned and the cause of the issue could not be identified. It was unknown whether the phenomenon was attributed to the subject device. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service technician evaluated the suspect device onsite. The reported event was not confirmed. No issues were identified. The service repair was cancelled and the device will not be returned to an olympus service center for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported when inspecting the device prior to a cholecystectomy procedure, the front panel lights on the subject device were flickering. The procedure was completed with another similar device. The procedure was delayed less than 15 minutes. There was no patient harm or user injury reported due to the event.